Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-02, additional information was received from the healthcare professional (hcp). Additional information reported the alarm occurring was due to early replacement indicator (eri). The pump was replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. Information received reported the patient would be getting their pump replaced due to normal battery depletion. The patient's healthcare professional (hcp) had been weaning the patient off drugs to for the upcoming replacement. It's was also noted the hcp was trying to wean the patient off morphine completely. Since the drugs have been reduced, the patient has been having "problems with legs". Additional information was received on (B)(6) 2019 from the patient. The patient reported the pump was alarming. The pump began beeping a single beep every 15 minutes and the hcp changed it so it would beep only once per hour. The patient stated that yesterday (B)(6) 2019, the beeping changed to 3 beeps instead of a single beep. The patient mentioned their pump was near expected early replacement indicator (eri). The patient was schedule to have their pump replaced on (B)(6) 2019. The patient confirmed the replacement was due to normal batter depletion. The patient stated their hcp disabled their personal therapy manager (ptm). The patient was told to go to the emergency room if "the pump runs out before the replacement". On (B)(6) 2019, the patient called back and requested someone to "wake up her device and get pain relief". The patient stated that the pump was empty and repeated previously reported information.